Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument cable broke at the tip. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch up cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removed. The scratches were .199 and .107 in length and not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable and the main tube damage found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.